Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: poor quality csi image. Confirmed failure: no problem found, no repair required. Probable root cause: excessive power draw from improperly spec'd components. Excessive power draw from defective components. Error in component manufacturing. Inadequate dissipation of heat. Reprocessing with unqualified methods #ue. Device use beyond intended lifetime #ue.

Event description:
It was reported that staff said 1788 camera became so hot they were not able to hold it. L12 light box was set at 50. Staff used a new camera with no issues. 1788 camera s/n (B)(6) was still hot after the case ended. Therefore, there was a thermal event.

Event description:
It was reported that staff said 1788 camera became so hot they were not able to hold it. L12 light box was set at 50. Staff used a new camera with no issues. 1788 camera s/n(B)(6) was still hot after the case ended. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.